Manufacturer narrative:
(B)(4). Date sent: 6/08/2026. D4: batch #unk. Additional information was requested, and the following was obtained: is the current patient status known? Good was there any patient consequence or change in the post-operative care of the patient as a result of the event? No attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number of 796d36 / 23ec60a , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic pancreatic procedure, it was observed that the tissue was not cut after firing. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.